Manufacturer narrative:
Qn # (B)(4). No sample will be returned. It was reported to have been discarded by the user due to contamination.

Event description:
It was reported that in anesthesia during use of the mac catheter and following the instructions for use, blood regurgitated through the hemostasis valve site. As a result, the md removed the catheter, and a new kit was opened and used without issue. There was no reported delay, death, or complications to the pt as a result of this occurrence.